Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Previously reported code, d15, is applicable as well as newly reported codes, b01 and c19. H3, h6) the product ID: 9735825, lot number: 1600558620, returned to the manufacturer for analysis. Investigation revealed that two of the ports contained a gasket blockage which could cause intermittent usage. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825r (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that several ports on the system's breakout box (bob) were malfunctioning. Specifically, port 1 never worked and ports 2 and 3 worked intermittently. There was no evidence of physical damage. There was no patient involvement. There was troubleshooting present. The manufacturer representative (rep) tried multiple instruments in the ports. The instruments worked on the other ports of the bob. The probable cause noted was normal wear and tear.